Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The 2.50x16mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. Upon examining the device outside the patient it was noted that the stent was damaged. The procedure was completed with poba. No patient complications occurred and the patient's current condition is listed as "good".